Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article "technical tricks when using the reamer irrigator aspirator technique for autologous bone graft harvesting: orthop trauma. Volume 24, november 1, january 2010: ivan s. Tarkin md, and hans-christoph pape md. Synthes is unable to provide the manufacturer PMA/510k number and/or the date of manufacture without a lot/part number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part or lot number was provided.

Event description:
A journal article reported a study of patients treated with bone graft received from the femoral canal using the ria system. During bone graft harvest patient had a guide wire penetrate the medial condyle into the knee during the second pass of the reamer with a prebent guidewire. The first pass was sent into the middle of the condylar block with a straight guide wire followed by a second pass onto the lateral condyle with a prebent guidewire. The reamer tip became lodged and drove the guidewire too far distally into the knee's joint space. Patient was monitored until radiographic and clinical healing of the nonunion. This is one of three reports for this event.